Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation. It was reported that the guidewire lumen became stuck in catheter when trying to advance. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.